Event description:
It was reported that the surgeon attempted to insert a 12.0 diopter aq2003v silicone 3 piece lens and the lens was torn while advancing in the cartridge. The reporter believes the incident was caused by the injector. There was no pt contact.

Manufacturer narrative:
The product for this complaint was not returned; however, the lens was returned and evaluated. The visual inspection noted part of the optic had been torn off. There was evidence of a clear surgical residue. It should be noted that the cartridge was not returned for eval.